Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open when attempted to issue gabapentin 400 mg. A technical support specialist (tss) remoted in and restarted the application, after which the customer was able to successfully issue the item. The tss stated that the issue was related to product incident (pi) (B)(4). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer failure occurred, and the drawer did not open. The customer reported that the drawer failed to open while attempting to issue gabapentin 400 mg. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.